Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: sublay-op. Event description: the device was used correctly. The customer has been using it for many years and is familiar with its handling. After the skin incision, the trocar was inserted into the abdominal wall with an optical system/camera, where the incident was discovered: the trocar tip had broken off. Patient status: no patient injury nor illness was reported.